Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and loss of capture (loc). A revision procedure was performed where the lv lead was viewed under fluoroscopy with no significant findings, thus the cause remained unknown. The lv lead was explanted and replaced and the crt-d remained in service with the new lead. No additional adverse patient effects were reported.